Event description:
A customer reported when they used excel off brand reagent pt received vastly different results from separate fingersticks. Examples were 36, 139, 66 and 147mg/dl all within a few mins of each other and from separate fingersticks. The difference between these values could be clinically significant it acted upon by diabetic. While on the phone a review the system was conducted. It was explained to customer that bayer does not provide or support the use of an off brand reagent. Electronic checks were satisfactory. The customer was encouraged to contact the 24/7 customer service line if any add'l problems or questions were encountered.